Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not auto-launch the care fusion (cfn) application. A technical support specialist (tss) deployed package from remote support system (rss), but the issue persisted, then dialed into the station, rebooted the device, found it was stuck on blue screen, reinstalled the rss using knowledge article, 'how to manually install rss agents & rss component manager', changed the dependencies folder to c drive, and rebooted the device into cfn application successfully to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es carefusion application was not auto launching. The application launched successfully when started manually. The customer attempted to resolve the issue by reinstalling the component manager, but the problem persists. However, there were no delays or adverse events or injuries reported based on this event.